Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1vcyq, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 09-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported there was a lack of desired efficacy. It was noted by both patient and physician that patient was receiving efficacy with device but did not cure. Patient stated she tried all programs and turned off for extended period to notice efficacy. No further complications were reported or are anticipated.